Manufacturer narrative:
Reported event: an event regarding unintended movement involving a mako robotic arm was reported. The event was not confirmed. Method & results: product evaluation and results: the field service engineer reported: problem reproduced? No. Trouble shooting notes: none. Work performed: worked with james and mps dane to setup sawbone to simulate a case where cutting would be performed. We did not experience any problems registering or setting up the system and the simulation went normal. No errors in log. Ran all pm checks once sawbone was completed just to make sure compliance. System is ready for use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that rob848 was inspected on 26/12/2018 and the quality inspection procedures were completed with no reported discrepancies. Complaint history review: a review of complaints in trackwise related to p/n 219999, robot number: rob848 shows 0 additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was not confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Mps reported arm drifting out of haptics then no power to mics. Mps reported that after completing 4 tka cuts the arm started drifting out of haptics and would not align. They tried doing a full shut down and swapping mics, arm status check passed and but when they went back into the case and reregistered the mics and arm were unresponsive on the cutting page. Surgery was not completed robotically.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mps reported arm drifting out of haptics then no power to mics. Mps reported that after completing 4 tka cuts the arm started drifting out of haptics and would not align. They tried doing a full shut down and swapping mics, arm status check passed and but when they went back into the case and reregistered the mics and arm were unresponsive on the cutting page. Surgery was not completed robotically.